Event description:
It was reported that the patient experienced a syncopal episode, resulting in a fall and facial lacerations and abrasions. The episode was believed to be a result of the implantable pulse generator (ipg) reaching end of life (eol). It was also noted that the ipg had "intermittent pacing due to battery exhaustion," high battery impedance and a power on reset (por) occurred. It was also reported that the right ventricular (rv) lead had low pacing impedance due to a suspected lead fracture. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.